Event description:
It was reported that the patient has a heart rate of 108 bpm. The patient is a smoker and the physicians believes that this may be contributing. The patients device was programmed off and will be re-evaluated. Further information was received from the physician noting that they were uncertain on the cause of the increase in heart rate. No other relevant information has been received to date.